Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. D4 batch #: x94d5l. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received assemble to the a har device and with the nose cone cracked. Due to the non-destructive testing requested we were unable to removed the har and no functional testing could be performed. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that this damage could have caused the assembly disassembly issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Event description:
It was reported that, during an unknown procedure, there was difficulty in connecting the device to the handpiece. The device was tried to remove from the handpiece, but it could not be removed. Since the handpiece could not be removed, the device is sent with the handpiece. The handpiece is requested to be returned after checking. The handpiece used was hp054, and the remaining uses were not checked. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.